Event description:
Account alleged the bed has a loss of ground.

Manufacturer narrative:
Account found loose connections inside the foot panel, account tightened the connections and issue is resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.